Manufacturer narrative:
Date of birth: only that patient's age was provided, therefore a default date of birth has been listed. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced a defective catheter tip. The following information was provided by the initial reporter: we wonder the issue is related to the turn that shall be made in catheter prior insertion. So it's being planned a training to reinforce how to handle it. After the event, that occurred during the use, it was decided to exchange the device for a new one.